Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother, (B)(6) called to report frozen display. Pressed the act button and the screen did not move. The esc button did not respond. The customer's blood glucose reading is 312 mg/dl. Treated with manual injection. The screen is not blank and the time did not advance. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All buttons function properly. However, moisture damage found on keypad traces. No frozen display noted. No scroll bar moving with no input noted.